Event description:
Customer reports to have received no delivery alarms for about two weeks. Customer states alarm was resolved with a complete infusion set change. Customer's blood glucose during call was 396 mg/dl and 507 mg/dl. During troubleshooting customer states that he mixed cloudy insulin with clear insulin. He also states that reservoir appeared to have leaked between the first o-ring and the second o-ring. Lastly, customer states that he had a bent cannula. Customer was advised to request infusion set with shorter cannula since customer is lean. Troubleshooting could not be continued as customer did not have tubing clamp. Customer was advised to call back once he receives tubing clamp in order to continue troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.